Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is not able to clean the instrument behind spring balls. No adverse patient impact, no surgical delay. Seen in cssd.